Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: review of the most recent repair record identified no repairs related to the reported event. The reported pressure issue could not be replicated; no problem found. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during demonstration educating the staff, the pressure function was malfunctioning - the pressure function would rapidly increase and decrease ranging from 5-10 mmhg and not being able to set on one specific pressure. Follow-up confirmed that pressure was set to 150-200 but the air pressure never stayed at one reading. There was no patient involvement, impact, or harm. Due diligence information complete.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation are in process. Once the investigation is complete, a supplemental report will be filed.